Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed, as the device(s) were not returned for investigation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause is user error, as the fraying or breakage can be caused by pulling or adjusting the strands along a sharp or rough edge. A slow, steady pull is recommended to allow the anchor to deploy properly. A fast, aggressive pull could lead to improper setting of the anchor and/or damage to the suture.

Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21 november 2024, it was reported by a sales representative via email that an ar-1318ft suture anchor, micro corkscrew ft failed during use. This occurred on (B)(6) 2024 during a plantar plate repair. It was reported that the anchor was set well, and the surgeon was happy with the position and depth of the anchor. He then noticed the sutures had frayed and they were unusable. He tried to remove the anchor with them inserted but failed. He then tried a broken screw extraction set with no success. The case was completed successfully but as the implant could not be removed, more sutures were used. And it was left in place. There was case involvement.